Event description:
It was reported that the customer had low blood glucose. Caller stated that the paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was less than 74 mg/dl. Caller stated that he found the customer unconscious due to low blood glucose and called the paramedics. Caller stated that the customer was also hospitalized two week earlier due to high blood glucose and dka. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor. Motor passed motor test. Unable to perform the occlusion and excessive no delivery tests due to motor error alarm and prime fill anomaly. Unit had cracked case at display window corner and cracked reservoir tube.